Manufacturer narrative:
Batch review performed on 05 february 2019: lot 157454: (B)(4) items manufactured and released on 08-apr-2016. Expiration date: 2021-03-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: more than 2 years after primary cemented total knee arthroplasty, the insert fixation screw got loose in the joint. It was immediately removed and poly was exchanged. During revision surgery, visual inspection of the articular surfaces can be performed. In case of no or minimal damage, little or no further consequence should be expected from this event. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
The patient came in, 2 years and 2 months after primary surgery, due to the screw backing out of the poly; the torque limiting driver was not used in the primary surgery. The surgeon revised the poly and the surgery was completed successfully.